Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor was unable to recognize an ECG signal. The cause for the failure was isolated to a shorted u612 inverting charge pump on the computer/analog pca and a defective c655 capacitor on the computer/analog board. The defective c655 caused the damage to u612. The root cause for the defective c655 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
While evaluating monitor (B)(4) for an unrelated issue a reportable problem was observed. The monitor was unable to recognize a signal from an ECG electrode.